Event description:
Baxter reported povidone iodine leaked from the connection between the transfer set and the minicap. The set has been in use for 180 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.